Manufacturer narrative:
Based upon the clinical evaluation, the reported occlusion was confirmed. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The following factor was noted during the clinical review: misuse of the device to treat the right common iliac artery of 5.0 cm that was greater than 2.3 cm device diameter maximum listed in the IFU. The resulting anterior bend of approximately 100 degrees that reduced the blood flow to approximately 6 mm near the confluence of the coiled, right hypogastric artery, was the likely precipitator of the ultimate occlusion. Additionally, patient factors that might have contributed to this event included current maintenance chemotherapy for metastatic non-small cell lung cancer, and status post radiation to the spine, brain, and abdomen. Overall, it is inconclusive whether a design or manufacturing issue contributed to the event.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2015 with a bifurcated, an infrarenal, and a limb stent graft. Upon follow up, computed tomography showed the limb stent graft had a distal kink which led to a limb occlusion. Right common iliac and external iliac are thrombosed. Additionally, left common iliac limbs appears narrowed, but patent. Physician has chosen to hold off an intervention and monitor the patient for symptoms accordingly. Patient is in stable condition.